Event description:
It was reported that the user experienced an occlusion alarm on the ilet while using a steel contact detach infusion set with 23-inch tubing, including ¿unable to proceed¿ and ¿restart¿ alerts, with no visible bubbles or kinks, and that insulin delivery was resumed after testing the tubing before ultimately performing a full supply change per troubleshooting guidance. Customer care provided support that included user-led troubleshooting and education, inspection of the infusion set and tubing, and replacement of all disposable supplies investigation of this case revealed an occlusion condition and consecutive stalled motor alerts that were resolved only after complete supply replacement, consistent with disposable component or setup-related interruption of insulin flow. Symptoms included no reported changes in blood glucose. Outcomes included no hospitalization, no medical intervention, and no impact on activities of daily living. It was concluded, based on previously established findings for similar reports, that the cause was user handling and disposable component factors.